Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed on the system however the infection is not believed to be from the device implant. Device and lead were explanted and a no new device and lead were implanted. Patient was stable.